Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: etlw1616c124e sn (B)(4), expiration date: 2016-11-25, UDI # unknown.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 50mm diameter abdominal aortic aneurysm. It was reported that the patient had a routine follow up scan. The patient had been followed for a persistent type ii endoleak. On the most recent scan the physician noticed a new endoleak that was thought to be a type I or iii endoleak. An aortagram was done. After review of the films it was decided that there was an endoleak either from the proximal attachment zone or the bifurcation of the stent graft. There was a noticeable endoleak but the origin of the endoleak could not be determined. The plan was to implant a cuff or aui device. There was about 1cm from the renals to the top of the original graft. The physician then decided to place an endurant aortic cuff followed by two endurant iliac cuffs lining the limbs of the previous stent grafts. The aortic cuff was ballooned followed by kissing balloons in the iliacs. Another aortagram was performed and the endoleak had been successfully resolved. No additional clinical sequelae were reported and the patient is fine

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.